Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 40cc had leakage issue while device was in use. During iab placement, blood was confirmed inside the sleeve, so the position of the sleeve and sheath was adjusted and drive continued. A balloon leak was suspected, but no alarm was issued by the drive device and no blood was found to have entered the drive tube. No harm or injury to the patient was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11 corrected fields: d10, h6 (investigation findings)

Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve the extender tubing was also returned no blood was observed inside the iab catheter the inner lumen was found occluded with dried blood the occlusion was unable to be cleared. An underwater leak test of the stat gard seal balloon catheter yfitting extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation blood may also enter the stat gard sleeve when the sheath seal is moved back and forth this is the intention so blood does not spray over the user and patient note per instructions for use if blood is seen passing the sheath seal following insertion through a sheath disengage sheath seal from hemostasis valve a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.